Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 240 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was exposed to MRI. The customer did not report motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates. After the troubleshooting was done, customer was advised we will replace 1 pump due to motor position encoder error alarm received.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind and e70 error alarm was confirmed in alarm history due to motor encoder signal out of phase. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.